Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure (date unknown). According to the complainant, the patient had pain, continued incontinence, infections, and erosion of the mesh post-implantation (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.